Manufacturer narrative:
Other, other text: d3, g1,2 email is: (B)(4). No product was returned. The most probable cause could not be determined due to lack of information. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that pump began beeping before the patient's infusion was completed. Per reporter the patient went in to have the pump restarted and it did the same thing. No adverse patient effects were reported.